Event description:
It was reported that the patient¿s stimulator battery light was blinking. It was discussed that the stimulator battery was getting low. The patient questioned why the device would be low, and it was reviewed that there may be high parameters. On an unknown day around (B)(6) 2013, the patient went to the emergency room (ER) due to an overstimulation sensation. A company representative saw the patient in the ER to check the device. The patient was told that there was something wrong with a ¿wire.¿ the patient was successfully programmed at the time, but now the stimulator battery status light had started to blink. The patient was redirected to their physician.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2011, product type lead. (B)(4).